Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/16/2018 that on (B)(6) 2017 the android watch cuts off the first digit of their cgm value. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.